Manufacturer narrative:
The device was tested using automated testing equipment and normal device characteristics were revealed. The reset was noted due to battery depletion which was caused by an internal battery anomaly.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation the device was unable to interrogate. The device exhibited backup vvi operation. An alert was noted for the device reaching eri. The device was explanted on (B)(6) 2016. The device was not replaced. The patient was in a stable condition before, during and after the procedure.